Event description:
It was reported by the user site that on (B)(6) 2026, during review of images acquired on a 3dimensions mammography system after the patient exam, tomosynthesis slices were missing from the reconstructed tomosynthesis image set. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and reported that the compression height timing belt required replacement. The timing belt was replaced by the fse and the system was recalibrated. No further information is currently available.